Manufacturer narrative:
Correction numbers: 1627487-12192011-003r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-26040 and 26041. It was reported the pt experienced heating, inability to hold a charge and stimulation and/or power surges. The scs system was explanted. It is unk if the heating is related to charging, but the charging system has been reported. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.